Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed out-of-tolerance (oot) subthreshold lead impedance alert recorded on (B)(6) 2012.

Event description:
It was reported that the pacemaker displayed a message about lead impedance not taken. One of the conditions of this message is the atrial lead having loss of capture and over sensing. Both the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 6949 implantable tachy lead (B)(6) 2005. (B)(4).